Event description:
It was reported an issue with vancomycin infusion (2 grams in 500ml) that the "dose was not fully given." The patient was admitted to the hospital for diabetic foot infection and was prescribed to receive an infusion of vancomycin at 250ml/hr., which was started at 2101. This infusion was later paused after the device reportedly alarmed for patient side occlusion and was later stopped at 2112. Upon arrival to the medical unit from the emergency department (ER), the patient reportedly had a "respiratory event" followed by "cardiac arrest." The clinicians reportedly were unsure of what had precipitated the adverse event "as the patient did receive 2mg of morphine prior to leaving the ER as well." The patient was reportedly resuscitated after a "brief arrest," and did not require intubation. The patient was then transferred to intensive care unit and required to receive vasopressors briefly. The patient was then transferred to lower level of care the next day and was eventually discharged home "shortly after." When asked for the cause of cardiac arrest, the customer reported that "the primary cause of cardiac arrest was dictated as "medication induced" but does not specify if this is related to narcotics."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported an issue with vancomycin infusion (2grams in 500ml) that the "dose was not fully given." The patient was admitted to the hospital for diabetic foot infection and was prescribed to receive an infusion of vancomycin at 250ml/hr., which was started at 2101. This infusion was later paused after the device reportedly alarmed for patient side occlusion and was later stopped at 2112. Upon arrival to the medical unit from the emergency department (ER), the patient reportedly had a "respiratory event" followed by "cardiac arrest." The clinicians reportedly were usure of what had precipitated the adverse event "as the patient did receive 2mg of morphine prior to leaving the ER as well." The patient was reportedly resuscitated after a "brief arrest," and did not require intubation. The patient was then transferred to intensive care unit and required to receive vasopressors briefly. The patient was then transferred to lower level of care the next day and was eventually discharged home "shortly after." When asked for the cause of cardiac arrest, the customer reported that "the primary cause of cardiac arrest was dictated as "medication induced" but does not specify if this is related to narcotics."

Manufacturer narrative:
Additional information : imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.